Manufacturer narrative:
This report is submitted on 23 apr 2021.

Event description:
Per the clinic, the patient experienced necrosis of the skin resulting in the infection near the implant site. The device was explanted on (B)(6) 2020 and the patient was reimplanted with a new device during the same surgery.